Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital complaining of chest pain. It was noted via CT scan that atrial lead perforated the right auricle and was in the state of touching the mediastinum. It was decided to perform a lead revision. After performing a thoracotomy and the atrial lead was repositioned at atrial septal. Blood aspiration was performed during the revision, but no drainage was performed. The procedure was completed without any adverse consequences to the patient. No anomaly was observed on the atrial lead function prior, during and after revision.